Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not open all the way. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The field service engineer (fse) had replaced the solenoid plunger on main matrix drawer 1 and tested it via the hardware test application, which passed and confirmed the customer was able to access the drawer again. The fse executed further diagnostics to ensure all drawers opened and closed properly, tightened a couple of loose front panels, recovered several medications from between the cubie pockets, and installed four front slide bumpers on the slide rails as required. The issues were resolved. The system functioned as intended after the field service engineer repaired the device.